Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The pump was filled with the incorrect medication. The correct medication was to be instilled on (B)(6) 2014. The pump contained dilaudid. There were no symptoms or complications associated with the event. The patient¿s status at the time of the report was alive with no injury. On (B)(6) 2014, information was received from a representative indicating that the prescribed medications were dilaudid 30mg/ml, baclofen, and clonidine. The medication placed in the pump was dilaudid 30 mg/ml. The medication was successfully replaced on the same day.